Event description:
During a routine follow-up appointment, it was found that there was oversensing in the ventricular channel and noise was seen. The device was reprogrammed with decreased ventricular sensitivity; remains in adequate safety margin compared to dft testing sensitivity. The device remains implanted. The pt will be followed up for re-evaluation.

Manufacturer narrative:
A response from the manufacturer is pending.